Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the driving cap/threaded (part #: 03.010.523, lot #: 4l85186) was received at us cq. Upon visual inspection, it was noticed that the threaded distal tip was broken. The broken threaded distal tip piece was partially stuck in the insertion handle (part #: 03.033.001). No other issues were identified with the device. The complaint condition is confirmed for the driving cap/threaded (part #: 03.010.523, lot #: 4l85186) as the threaded distal tip was broken. While no definitive root cause could be determined, it is possible the device encountered unintended forces during its use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed. Sustaining engineering ticket as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part number: 03.010.523. Synthes lot number: 4l85186. Manufacturing site: bettlach. Release to warehouse date: 21 october 2019. A manufacturing record evaluation was performed for the finished device part: 03.010.523, lot: 4l85186, and no non-conformances related to malfunction were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during standard femoral recon nail (frn) insertion procedure, the nail was not going in easily. As the nail was being impacted with proper technique, the driving cap/threaded broke off in the radiolucent insertion handle for frn. The nail was stuck and needed to be removed for additional reaming. The surgeons did not want to remove handle from the nail while it was stuck in the femur so they attempted to drive the nail out by using the hammer guide as an impactor against the radiolucent insertion handle. This was not successful and it damaged the threaded end of the hammer slide such that it could not be used in normal fashion. The decision was then made to disconnect the handle from the nail and extract nail with extraction bolt which was successful. The femur was reamed larger and the nail was re-inserted with the same fnr insertion handle using the broken impactor to seat the nail. The re-insertion was successful and the case was completed without further incident. Approximately thirty (30) minutes were taken to attempt the nail removal without taking the insertion handle off. No other medical intervention needed. There was forty-five (45) minutes surgical delay. Procedure was successfully completed. No patient consequences reported. Concomitant devices reported: radiolucent insertion handle frn (part # 03.033.001, lot # 4l07484, quantity 1), frn nail (part # unknown, lot # unknown, quantity 1) this report is for one (1) driving cap/threaded this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-b4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.